Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes: chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient had been hospitalized with hyperglycemic unawareness (diagnosed). The patient's blood glucose levels reached 26 mg/dl while wearing the pod on the abdomen. The mother called to report that her son recently had multiple diabetic shocks. Caller stated that the patient's roommate woke up around 5 am and noticed that the patient was not breathing well, so he called 911. When the paramedics arrived they check his bg levels (26mg/dl). The patient was having seizures so they took him to the hospital. The patient was treated with glucose, fluids, ativan for the seizures (with monitoring), and insulin manually as needed.